Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number; UDI - unknown due to unknown product code/lot number; implanted date: unknown due to unknown event date; explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production code/lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00551 and 3013394970-2017-00553. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The following event was reported in vascular and endovascular surgery 2016, vol. 50(8) 541-546. The patient had a history of hypertension, hyperlipidemia, and peripheral vascular disease underwent percutaneous laser atherectomy and angioplasty of a right sfa in-stent restenosis via left cfa access which was angiographically normal prior to angio-seal deployment. Hemostasis was obtained with angio-seal. Twelve days following the procedure, he developed severe left leg claudication. Ankle-brachial index and pvr testing showed left leg obstructive peripheral artery disease. He was taken to the catheterization laboratory. Nonselective angiography revealed a total occlusion of the left cfa at the site of previous access. A 7f sheath was then advanced with the tip positioned in the left external iliac artery, and a 7 mm spiderfx filter was placed in the distal left sfas for distal protection. Angiography of the left cfa after that showed a small channel through the lesion. A turbohawk atherectomy catheter was advanced over a wire (figure 2d) and atherectomy was performed. Then a 7.0x40 mm balloon was advanced across the lesion and inflated to 3 atm. There was an excellent angiographic result at the conclusion of procedure. When the spiderfx was removed, there was macro debris in the filter. After the procedure, the patient's claudication symptoms resolved completely. At 6-month follow-up, the patient presented with symptoms of intermittent claudication and abnormal abi/pvr. Repeat intervention with atherectomy and balloon angioplasty was performed. Twenty-four months' post reintervention, he was symptom free with a normal abi and pvr.